Manufacturer narrative:
Samples were reviewed. No issue noted with samples. Sample was looked at under a microscope and inspected by the qe for loose, bent or flattened filament with no issues noted. Like filament was loose from the manufacturing process, but unable to confirm. Qe review trend for smilesonic brush head. No negative trend noted.

Event description:
Customer calling because the bristles of the product come out. One started to go down her throat accidently, one got stuck in her teeth. The first time, bristles got stuck in between her teeth, she got it out with floss. The 2nd time it got lodged in her throat, not as easy to get out, but she did get it out. She hasn't had any others fall out, she's still using it.